Event description:
The patient reported op5 pod error hazard alarm during operation. No change in blood glucose values was reported. A leak test conducted during analysis of the returned device revealed a tear on the unexposed portion of the soft cannula. The tear diverted fluid into the device causing corrosion and the reported hazard alarm. The device was originally reported for pod hazard alarm/alert/advisory - during operation.

Manufacturer narrative:
A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing corrosion on the pcb and data loss from the pod. Cloud data was able to confirm that the pod generated an 0x3d hazard alarm indicating step sensor asserted before wire driven. The observed internal tear and leak is confirmed to have caused the reported alarm. The observed internal cannula tear is related to action #98586. Locked down smartphone: lockdown, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone18.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.